Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.